Manufacturer narrative:
The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room due to swollen foot which was due to high blood glucose on (B)(6) 2019 with the blood glucose of 126 mg/dl. The customer stated that he was not having his transmitter, caused his high blood glucose because he was not getting the extra insulin he gets when he was in auto mode. The swollen foot was treated with antibiotics. Customer stated they had a horrible reaction to the antibiotics which lead up to me getting a yeast infection. The insulin pump will not be returned for analysis.